Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
As reported by the legal department, on (B)(6) 2008, patient underwent a tka on her right knee and was implanted with an exactech tka system. Patient¿s exactech tka system subsequently failed in (B)(6) 2020. As a result, patient required an additional surgery to remove the implant and replace it with another joint replacement system. Because she required an additional revision surgery, patient has suffered significant and continuing personal injuries, is limited in her activities of daily living, requires additional physical therapy, and has incurred substantial medical bills and expenses. As a direct, proximate and legal consequence of the defective nature of the exactech tka system, patient has suffered and continues to suffer significant, permanent, and continuing personal injuries, as described herein.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by the legal department, on (B)(6), 2008, patient underwent a tka on her right knee and was implanted with an exactech tka system. Patient¿s exactech tka system subsequently failed on (B)(6), 2020. As a result, patient required an additional surgery to remove the implant and replace it with another joint replacement system. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.